Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , b.5 , b.6 , b.7 , d.1, d.4, g.1, h.4, h.6, h.7, h.9. A.2 -patient's dob: (B)(6) 1977. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported alcl and late seroma following tests. Histopatholgocial markers have been provided. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, affected side unknown. Device remains implanted.

Event description:
Patient reported unknown side rupture. Physician reported alcl and late seroma following tests. Biomarkers cd30 positive and alk negative have been provided. Device has been explanted. This record relates to the right side.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "anaplastic lymphoma of the right breast, diagnosis confirmed of multi-recurrent cold seroma." Pathological markers confirming alcl have not been received. Device has been explanted.